Manufacturer narrative:
(B)(4). Manufacturing narrative: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Manufacturing instructions for this device mention all the materials, operations, and labor procedures for a proper and correct manufacture of the device. Design verification and validation activities are implemented to ensure that this product meets design requirements and that the device meets the needs of the user. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with instructions for use (IFU); specific items are addressed such as advising as to proper technique to avoid damaging the device. A flexor balkin guiding sheath was returned with the hub separated. No thread marks were noted in the flare. Compression marks in the sheath tubing were noted 0.9 mm from the proximal end and were 4 mm in length. No obstruction of the lumen was noted. The disc was intact. Based on examination of the returned device, it is possible that the physician applied excessive force on the device during the withdrawal process, which may have contributed to this event. But a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported during an unspecified procedure, the valve was detached from the joint of the flexor balkin guiding sheath in the process of withdrawing dilator. The device was replaced and the procedure was completed. There was no adverse effects experienced by the patient. No additional information has been received.